Event description:
The customer reported vacuum errors and failing hemoglobin (hgb) during startup of the coulter act diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. While troubleshooting the leak the fse found that solenoid lv8 was faulty and was causing the instrument to generate vacuum errors and fail hemoglobin (hgb) during startup. The fse replaced the solenoid, which resolved the vacuum errors and the failing hgb. The repairs were verified per established procedures. (B)(4).